Event description:
It was reported the patient's scs system stimulation therapy no longer relieved the patient's pain. The system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
As received, the lead was cut into five segments. Microscopic inspection of the lead revealed there were wires that were detached from the electrodes on the paddle as it was subjected to explant procedure. As the lead was returned cut, it could not be fully analyzed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.